Event description:
The customer reported being hospitalized for diabetes ketones. The blood glucose reading was 267 mg/dl. The customer stated that while driving, he had to pull over and call the paramedics. The customer stated that he usually changes the infusion set every three days. Recommended to customer to change the infusion set every two to three days. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.